Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for hyperglycemia on (B)(6) 2018 due to possible under delivery of insulin. It was reported that the customer has high blood glucose levels of 35 mmol/l at the time of incident. It was reported that the insulin pump was not working and was showing incorrect amount of insulin. It was reported that the customer went through an x-ray machine last week as she has a fractured pelvis and forgot to remove the insulin pump. It was reported that the insulin pump was showing 152 units left and had crack on the screen. It was reported that the customer was treated with pen to treat high blood glucose levels. It was reported that the customer declined to perform a troubleshooting. The customer reported that the insulin pump was dropped by nurse when customer was in the hospital. Product is expected to return for analysis.